Event description:
Each newborn baby is given his/her own oral thermometer for use during baby's hospital stay. This baby's thermometer showed baby's temp to be >100 degrees repeatedly, resulting in baby staying in hosp for 10 days, undergoing multiple tests to determine cause of "fever" including blood draws, urinary catheterization, and lumbar puncture, and multiple IV antibiotics including gentamycin. It was ultimately discovered that the thermometer was giving falsely elevated readings. When baby's temp was taken with other thermometers the results were normal. Dates of use: (B)(6) 2015-(B)(6) 2015. Diagnosis or reason for use: vital signs monitoring (temp). Event abated after use stopped or dose reduced: yes.